Manufacturer narrative:
The information related insulin pump which was not included with the initial report. The information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized as they did not notice the insulin pump was not working in the last 5 days. Customer¿s blood glucose level was 150 mg/dl. Customer stated they accidentally dropped the device and the display turned solid white. The screen was not flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to insulin pump was not working since last 5 days. Customer¿s blood glucose level was 150 mg/dl. Display was solid white. Customer did not reported about screen was flashing when screen was turned in after being in sleep mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. No solid white display noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.